Manufacturer narrative:
Due to character limit: e1 (event site name)- (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) experienced an issue with one nvram ic replacement kit. There were no patient harm or injury was reported.